Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the error e103 which indicated the subject device had broken down was displayed. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated and the examination lamp didn't light up. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the past similar cases, there was the possibility that the reported phenomenon was attributed to the following causes. The examination lamp was failure because more than 8 years had passed from the subject device had been manufactured and was repeatedly long-term use.